Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet performed a factory reset after experiencing a low blood glucose event and observed an insulin history of approximately 23 units, which was explained as related to meal announcement delivery and subsequent algorithm dosing. Symptoms included hypoglycemia without loss of consciousness, treated with oral glucose in the form of juice. Outcomes included recovery of blood glucose without medical intervention or hospitalization. Investigation included customer support troubleshooting and user education regarding meal timing, usual meal size, consistency during learning, and avoiding cartridge changes immediately after meals. Investigation of this case revealed normal device behavior with automated insulin modulation and confirmed that a factory reset does not degrade device function. It was concluded that the event involved hypoglycemia with an unclear cause and that the device operated as designed with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.